Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) 40 mg/dl, cause was unknown. The customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issue.